Manufacturer narrative:
(B)(4). Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the programmer exhibited a diagnostics anomaly which suggested that the defibrillator had reached premature battery depletion. The programmer would no longer be used and replaced. The patient was in stable condition.